Event description:
This catheter was being utilized for a diagnostic cardiology procedure when it kinked at a sidehole during the attempt to advance into the left ventricle. An attempt to straighten the catheter with a guidewire was unsuccessful. The guidwire was then passed through the sidehole and the catheter was backed out over the guidewire to the aorto-iliac bifurcation, straightened, and removed. There was no injury to the pt.